Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The motors were returned for evaluation, and subsequent testing verified the complaint. The motors were found to have a mechanical brake failure. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Per dealer both motor brakes not holding when coming down a 5 degree ramp and sidewalk cutaways.